Event description:
Complainant alleged that during biomed testing, critical errors 5 and 12 were observed in the error log. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product, and this complaint is still under investigation.